Event description:
A report was received that the pt's ipg was not holding a full charge. The physician scheduled the pt for an ipg replacement. A bsn engineer analyzed the ipg and confirmed premature battery depletion. The pt's precision system was explanted as the physician wanted to implant the pt with a competitor's device. The pt was doing well after the explant.